Event description:
It was reported that the patient died. The patient presented in critical condition and required treatment for myocardial infarction, 40% ejection fraction and left ventricular dysfunction. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 2.50 x 38 mm synergy xd was deployed in the ostial to mid lad. During withdrawal, the delivery system became stuck, the shaft broke and only the proximal part was removed. An additional balloon was inflated in the stent to aid in successful removal of the distal portion of the delivery system without dislodgement of the stent. After the procedure, the patient was placed on a ventilator. The patient did not recover and died 3 days after the procedure. Per the operating physician, the patient complications and death were attributed to the patient's condition and not the stent.

Manufacturer narrative:
Evaluation by manufacturer: no device was returned for analysis. Based on photo images received, he complaint allegation of a shaft break is confirmed. The photos capture the break in the device. The break is in the distal extrusion and is located around the guidewire exit port location. Further inspections of the photographic images appear to show that the balloon is not tightly folded/partially inflated at its distal end.

Event description:
It was reported that the patient died. The patient presented in critical condition and required treatment for myocardial infarction, 40% ejection fraction and left ventricular dysfunction. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 2.50 x 38 mm synergy xd was deployed in the ostial to mid lad. During withdrawal, the delivery system became stuck, the shaft broke and only the proximal part was removed. An additional balloon was inflated in the stent to aid in successful removal of the distal portion of the delivery system without dislodgement of the stent. After the procedure, the patient was placed on a ventilator. The patient did not recover and died 3 days after the procedure. Per the operating physician, the patient complications and death were attributed to the patient's condition and not the stent.